Event description:
It was reported that the subject device showed poor image quality, and a poor connection error. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information from the customer stated that the failure occurred during a therapeutic procedure and it was completed with the same subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6 and h11. The device was returned to regional service center (rsc) for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was scratched, light guide bundle was broken, light guide adapter was worn out. Component failure of universal cable, of distal end of the video telescope, of light guide adapter and of r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of universal cable, of distal end of the video telescope, of light guide adapter and of r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.